Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the midly tortuous and severely superficial femoral to popliteal artery lesion. After a guide wire crossed the lesion, a 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 24 atmospheres, the balloon ruptured. The device was removed from the sheath as it was. The procedure was completed with another mustang balloon catheter. There were no patient complications reported.